Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-13543. It was reported that the patient's leads migrated. Surgical intervention occurred on (B)(6) 2019 wherein the leads were re-positioned. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.